Event description:
It was reported by a pt, that post a coronary drug eluting stenting treatment procedure, a 100% occlusion occurred. The lesion treated was located in the left circumflex (lcx). The pt had a 3.50x12 mm taxus express2 drug eluting stent placed in lcx and balloon angioplasty in an unk vessel. Pt reported, he is experiencing angina pain and headaches since his knee replacement surgery in 2006. Approx 23 months after the initial procedure, he had a cardiac cath visit and was informed by his cardiologist that the artery in which the stent was placed is 100% occluded and that the artery in which the balloon was placed remains patent. The physician told him there was nothing that could be done to correct the blockage and the pt had been compliant with all his medications. The physician's office reported, the occlusion was restenosis. Attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. The batch number has no associated complaints. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications.